Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was inadvertently nicked, resulting in bleeding. The surgeon identified the source and achieved hemostasis with cautery. This resolved the issue.